Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is unable to turn on any of his programs. Diagnostic testing revealed all the lead contacts are invalid. The patient stated, he falls several times a day due to a spinal cord injury. Surgical intervention may be taken to address the issue.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2015 to explant the patient's scs system. X-rays taken before the procedure reportedly revealed a fracture of the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the reported loss of therapy and invalid impedance was confirmed. The lead was returned cut as a consequence of the explant procedure. There was considerable damage observed to include 2 wires protruding through the silicone on the paddle, breaks in the rigid layer and wires pulled outside of the lead body. There was a kink in the lead body where all of the internal wires were broken. As there was no damage to the outer tubing where the fracture was located and invalid impedances were observed prior to explant, the fracture in the lead body was consistent with overstress the lead was subjected to while in vivo. This could have caused the invalid impedances observed in the field and could have contributed to the patient¿s loss of therapy. Some of the other anomalies observed were consistent with explant damage. X-rays were not received; therefore, the condition of the lead prior to explant could not be fully ascertained. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.